Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: the distal tip of the guidewire was shaped prior to the procedure. In the physician's opinion, the main reason the guidewire broke and had peeling problem was severe lesion stenosis. Exp date: unk. (B) (4)reported event of device tip broken. Device manufacture date: unk.

Event description:
It was reported during a trans-arterial chemo-embolization (tace) procedure, difficulties were encountered as the physician attempted to advance the guidewire and the microcatheter through severe celiac stenosis. The guidewire was intensively torqued for over 30 minutes and rotated many times in order to overcome resistance. However, the physician was not able to push or rotate the guidewire. The physician removed the guidewire and revealed that the distal portion of the guidewire, approx 10cm long, was broken. Then the microcatheter was removed adn the broken part of the guidewire was found inside the microcatheter. The guidewire coating where the torque device had been fastened down was also noted to have peeled. Imaging confirmed that no broken fragments of the guidewire and coating particles of flakes remained inside of the pts. The procedure was completed using a different guidewire. The pt was reportedly in a good condition.